Event description:
Related manufacturer reference number: 2017865-2022-43051. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that during isometric exercises the right ventricular lead and the right atrial lead exhibited noise oversensing which resulted in pacing inhibition. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in three pieces. An external insulation abrasion was found at the proximal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
New information received noted that the right ventricular lead and the right atrial lead was explanted and replaced. The patient was stable.